Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 8 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had drainage and erythema at the driveline exit site beginning on (B)(6) 2018. The patient was started on oral antibiotic cephalexin (keflex) for 14 days. The event was reported as ongoing. Unspecified medication changes were made.

Event description:
Additional information: it was reported that no cultures were completed. In addition to the treatment previously reported, the patient was on keflex for 7 days and placed on bactrim for 7 days. The patient was discharged home with a wound vac for sternal wound dehiscence. The infection has reportedly resolved.

Event description:
Additional information: the patient experienced clear drainage on (B)(6) 2018 and purulent drainage on (B)(6) 2018. Oral antibiotics were stopped and intravenous antibiotics were started. Wound vac was placed on (B)(6) 2018. The wound was re-evaluated by surgery and it was decided that there was no need for the wound vac. The patient was continued on vacomycin. On (B)(6) 2018 the patient experienced some non-purulent drainage, and a wound vac was placed. The patient was continued on vacomycin for another 24 hours and keflex was replaced with doxy for 7 days. The event reportedly resolved on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.